Manufacturer narrative:
Examination of the submitted device confirmed the metal pin component has migrated from it's original position. The metal pin component is still intact with the insert trial body. Damage and deformation suggest that the pin was forced into a nonconcentric mating relationship to the hole through usage. The are random significant gouges and indentations. The overall condition of the insert trial indicates moderate to heavy usage. The migration of the device metal pin is being attributed to user error/technique. The metal pin has been forced into a nonconcentric mating relationship to the hole during usage. Based on the root cause determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial post has moved out of position.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.